Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor had a bent cannula; unable to confirm if the customer received sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensor one the third day it would connect to the insulin pump. Customer's blood glucose was unknown. She was recommended to remove the sensor. She stated there was blood on it and it seemed as the electrode and the filament were split apart. Customer declined troubleshooting. She is returning the sensor for analysis.